Event description:
Reporter indicated a vns pt presented with high impedance on last diagnostic test. The pt average seizures used to be 1 to 2 per month until jan, when he had 3 seizures in the same day. X-rays reviewed by the medical professional did not reveal any anomalies. Good faith attempts to obtain add'l info have been unsuccessful to date.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.